Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. Unit also received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and detached and missing end cap. Unable to verify j2 lcd connector anomaly due to missing end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump's keypad was not responding properly. Blood glucose level at the time of the incident was not provided. The customer's father was advised that the insulin pump would be replaced and agreed to return the product for analysis.